Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing presyncopal symptoms. Interrogation revealed an intermittent loss of capture on the right ventricular lead in addition to high impedance. It was noted that the patient experiences av block. The lead was successfully capped and replaced.